Event description:
A discordant immulite 2000 papp-a result was obtained on a patient sample. The result was reported to the physician. The physician questioned the result. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant papp-a result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant papp-a result is unknown. Proactively, the fse replaced the sample upper seal and the coil lower seal due to a slight leak and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.